Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 (mg/dl). The contact stated they think the possible cause of the elevated bg level is over use of one site location on the customer's body and not rotating after charging the site. A site change and correction bolus were done to address bg level. Contact stated after the site change and bolus the customer's bg level returned to target level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.